Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the device had reached ¿normal end of life¿ with ¿no telemetry and no output.¿

Event description:
The patient¿s implantable neurostimulator (ins) had been ¿unable to be interrogated with a physician programmer or patient programmer for some time¿ at the time of report. It was unknown whether there were any patient symptoms or complications associated with the event. The ins was replaced as a result of the event. The patient¿s new ins was noted as being ¿able to be interrogated¿ and the patient was ¿receiving therapy¿ with the new ins. The patient was alive with no injury at the time of report. Additional information has been requested. A supplemental report will be filed if additional information is received.